Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the pt was having problems with the personal therapy mgr (ptm). On device troubleshooting, it was noted that multiple attempts to communicate that the pump were unsuccessful, resulting in the poor communication screen. It was later reported that the pump was flipped and confirmed by x-ray. The pt was scheduled for corrective procedure on (B)(6) 2011. A f/u report will be sent if add'l info becomes available.